Event description:
New information received notes that the patient presented to clinic for follow up, it was noted that the pacemaker exhibited failure to interrogate with inductive telemetry and radiofrequency (rf) telemetry. It was suspected that the pacemaker stuck at magnet mode.

Event description:
The patient presented to the clinic for a routine follow-up. During device interrogation, the pacemaker could not be interrogated via inductive telemetry and exhibited no magnet response. Multiple interrogation attempts using different programmers and wands were unsuccessful. A pacemaker change-out was suggested; however, the device remained implanted and continued to be monitored remotely. The patient was stable.